Event description:
On (B)(6) 2014 it was reported that the patient is scheduled for device evaluation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.